Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states) section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a thrombus and low pump flow. The pump was removed.

Manufacturer narrative:
The investigation of thrombus and low pump flow has been completed. Data review: on (B)(6) 2025 at 19:58, a concurrent drop in motor current and pump flow was observed. Pump was turned off and on to troubleshoot but was unsuccessful in resolving the low pump flow. No motor current spikes outside of the restart were observed. Low flow: pump was returned for analysis. Visual inspection found biomaterial on if cage. No other issues were found on the pump. The cause of the low pump flow was most likely biomaterial ingestion per the returned product and clinical report of a clot found at the inlet. Thrombus: the cause of the thrombus was unable to be determined due to insufficient clinical details. D9 device returned to manufacturer date added b1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30814.